Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers and cubies were failed and not detected on the bus. A field service engineer (fse) recovered the drawer, except drawer 6 row c. Fse then logged into hardware test application and confirmed row c was detected. Fse then removed the pockets, verified for debris and also ensured the row board cable was secured. The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers and cubies were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.